Event description:
It was reported that prior to implant, when the field representative was performing a charge dump, the device was noted to be at eos (end of service) and had long charge time. The device was not used and was replaced. There was no patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).